Manufacturer narrative:
The field service engineer determined that a vacuum nozzle was back feeding into a dilution vessel. He cleaned a valve and the ise flow path. The customer ran calibration and controls successfully. Quality controls were within acceptable ranges. The investigation determined that the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 147 mmol/l, which repeated as 139 mmol/l. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient.